Event description:
A report was received from (B)(6) with information stating that a patient did not feel air blow while connected to an 840 ventilator. The ventilator was reported to have been in spontaneous mode ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed on injured as a result of the event.

Manufacturer narrative:
Covidien customer support engineer (cse) inspected the device and was not able to reproduce the alleged malfunction. The cse performed extended self-testing on the device and all tests passed. (B)(4).